Manufacturer narrative:
(B) (4) secondary procedure is not specifically referenced in the provided IFU. Device problem code: surgical conversion to open repair is specifically referenced in the provided IFU. Event is under investigation.

Event description:
On (B) (6) 2007, a (B) (6) male pt originally presented with back pain and was treated for the large aneurysm with a zenith cook bifurcated graft with 2 zenith endovascular graft iliac legs. The physician was concerned this might be an impending if not contained ruptured aneurysm. Post implant there was concern of a left common iliac artery that was stenotic; therefore, it was treated with balloons and a stent. The pt tolerated the procedure well. The pt's aneurysm continued to grow with no evidence of an endoleak. Based on intravascular ultrasound and concomitant fluoroscopy, there appeared to be at least 8 mm of normal aortic wall before the cloth portion of the zenith cuff was identified. There was flow around the stent graft into the native sac suggesting that there was a type 1 endoleak even though the angiography did not confirm this. There was enlargement of the aneurysm to 10.5 cm. Another MFR's bifurcated stent graft and (2) iliac limbs were implanted on (B) (6) 2009. The pt was fine. On (B) (6) 2010, it was reported that the pt continued to have a type 1 endoleak and aneurysm expansion. Decision was made to explant the stent grafts on (B) (6) 2010. Updated from explant procedure on (B) (6) 2010. The stent graft was explanted on (B) (6) 2010. The top portion of the other MFR's stent graft was excised and the dacron was sewn on to it. The procedure went well.